Event description:
It was reported that the patient has a malignant brain tumor. The relationship of the tumor to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Additional information indicates that the patient was (B)(6) at the time of the event. Additional information indicates that reported event occurred in 1994.

Event description:
Additional information was received stating that the vns patient¿s brain tumor was not related to vns. The patient¿s brain tumor was identified in 1994 prior to vns implant. No environmental factors were suspected to have contributed to the tumor. The patient has undergone surgery and radiation treatment.